Manufacturer narrative:
The pt alleges multiple complications and health issues that he associates with the mesh implant. Medical records provided did not indicate infection or other post operative issues as alleged by the pt. The explanted device was not returned to davol for eval. Based on the info available at this time, no definitive conclusions can be made. The surgical notes reviewed from the revision procedure do not indicate any issue related to the perfix plug that would conclude the device as having caused or contributed o the reported event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted. See MDR 1213643-2014-00063 for info related to the bard perfix plug alleged to have been implanted on the pt's right side.

Event description:
The following was reported to davol via maude report ((B)(4)) and by the pt: in 2004, the pt alleges he was implanted with two bard kugel mesh during a bilateral inguinal hernia repair. After surgery, the pt alleges that he had many complications and health issues including prostatitis with psa over 300, bilateral wound infections with foul odor, prostate cancer, pneumonia, bladder failure, headaches, ringing in his ears, diabetes, and pain that "is shooting down his body and he was deteriorated terribly and is very limited as to physical activity." Pt states he has been on antibiotics for two yrs. The pt alleges that in 2006 the mesh on his right side was explanted. He alleges that the pain continues and the prostate cancer, which he alleges is device related, and is being treated with radiation. He alleges the drs have told him there is nothing they can do surgically for his left inguinal pain. The following is based on medical records provided by the pt: on (B)(6) 2004 - pt underwent bilateral inguinal hernia repair with the implant of the two bard perfix plugs. On (B)(6) 2005 - pt presented with chronic right inguinal pain and numbness. He reported kidney infections. He was given a nerve block injection, which helped the numbness but not pain. On (B)(6) 2005 - pt presented with right inguinal pain. He reported that a CT had showed some liver cysts diverticula, and a very small periumbilical hernia. He also had complaints of ringing in his ears and his lungs filling up with water. On exam there is no evidence of nodules or evidence of the mesh protruding out through the subcu tissues. Surgery is discussed. On (B)(6) 2005 - pt underwent right inguinal exploration with explant of the bard perfix plug that had been implanted on the right side. During this procedure, the pt's right inguinal nerve was also excised. On (B)(6)2005 - surgical pathology; right groin incision pain: right inguinal nerve - portion of peripheral nerve with associated fibrovascular adipose tissue. Right inguinal mesh - synthetic mesh with reactive changes of the surrounding fibrovascular adipose tissue. "Right inguinal nerve" is 1 x 0.7 x 0.6 cm rubbery yellow tan tissue. "Right inguinal mesh" are irregular pieces of rubbery tan tissue, with embedded synthetic mesh, 3 x 2.5 x 2cm together.